Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the upper left seam. This issue was identified while filling the bag prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: (B)(6)2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from march 31, 2022 to april 01, 2022. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a tear at upper left seam was observed. Magnified inspection observed a tear/hole at the upper left seam. Functional leak testing was performed which observed a leak at the same area where the tear was located. The reported condition was verified. The cause of the condition could not be determined, however some possible causes could be damage sustained during compounding, transport or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.